Event description:
The patient reported experiencing frequent e4 (occlusion) errors on his infusion device despite changing the infusion set and insulin cartridge. He experienced elevated blood glucose of up to 300 mg/dl as a result. He bolused through the infusion device to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.